Manufacturer narrative:
(B)(4). Additional information was received on february 23, 2016, stating that the doctor performed intraocular lens (iol) exchange on (B)(6) 2016. The patient is doing well and the surgery was without complication. Another iol was implanted into sulcus. No further information was provided. Explanted date: added iol explant date of (B)(6) 2016. Device available for evaluation: yes. Returned to manufacturer on: 03/09/2016. (B)(4). Device returned: yes. Device evaluated: device evaluation anticipated; not yet begun. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the doctor that his patient is complaining of decreased vision since her cataract surgery. Upon clinical evaluation, the doctor noted that he saw what looked to be "white deposits" on the lens, what he thought looked to be calcium deposits. He asked if this had been reported before and to see if there are any recommended known treatments, i.e. Explant the lens, or scrape the iol to remove the deposits, and irrigate and aspirate the particles off. Amo contacted the doctor and he reported that he reviewed the patient's information dating back to 2004 and including examinations by 3 different doctors during that time. Asteroid hyalosis has never been documented. He has discussed the option of explanting the lens with the patient, and she is considering this option. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was inspected at 10x microscope magnification. The lens was observed with one haptic broken. Two large cuts were observed from the lens edge to the clear optic zone. The condition observed in the lens and the way in which the cut was formed is consistent with a lens that has been explanted from a patient's eye. Loose particles were observed on the lens which is compatible with handling the lens. During sample evaluation the lens optic was observed clear as expected in the silicone clariflex monofocal iols. No white deposit on lens was observed. The complaint issue reported could not be verified in the returned lens sample. Research and development review: the lens is observed to have a clear optic (other than the damage from the extraction) with some particles adhered to the posterior side of the lens that are likely there due to the extraction or cleaning of lens rather than calcification. The particles are seen to be on top of the iol surface as opposed to within the silicone material. The cleaning procedure (done on returned iols with patient contact) likely removed of moved some of the particles so we may not be observing the lens as it was presented to the surgeon. Manufacturing record review: the manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review identified that there were no non-conformance report (ncr) associated with this production order or complaint issue. A search on complaints related to this production order revealed that no that no other complaints were opened. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, sample analysis, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received on april 27, 2016, stating that the patient's replacement intraocular lens (iol) is doing well and her visual acuity is as follows- best-corrected vision prior to iol exchange: 20/50-, best-corrected vision after iol replacement: 20/25. Device evaluation: additional analysis performed by (B)(4) was approved on may 18, 2016. The analysis was intended to identify reported "white deposits on the lens." The white particles were removed from the lens surface and analyzed using fourier transform infrared (ftir) spectroscopy. The analysis showed that the particles are shredded cellulosic material (e.g. Rayon, lint, cotton) and the particles are different than the spectrum obtained of the iol material. On may 18, 2016, further review of results was performed by research and development expert at abbott medical optics. The review noted that the potential sources such as lens material (acrylic), injector material (polypropylene and tyvek pouch (polypropylene) can be ruled out. (B)(4). All pertinent information available to abbott medical optics has been submitted.